Event description:
An eye care professional reported that memory lens iol implanted in the right eye of the patient has since opacified. Current visual acuity is reported as 20/40, right eye. Patient has been referred to a retinal specialist for possible explant of device. Request has been made for additional information, however, no further details have been provided.

Manufacturer narrative:
The device history records and sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process. (B)(4).